Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on 22 april 2025 that the patient presented with grade 4 functional tricuspid regurgitation (tr) and restricted septal leaflet for a triclip procedure. The first triclip was successfully implanted, reducing the tr. A second triclip was selected for implantation at the s/a commissure in the central position. After advancing the second clip into the right ventricle (rv), the clip was inadvertently moved to the lateral side and interacted with the chordae. Standard troubleshooting was performed, and the clip was retracted back to right atrium (ra). The retraction process led to chordal rupture of posterior leaflet and an increase in tr grade to 4. After realignment and repositioning the same second clip was advanced again into the rv. The clip was successfully implanted in the s/a commissure in central position of leaflets. The tr was decreased to grade 2 post procedure. There was no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the reported unintended movement could not be conclusively determined. The reported difficult removal from anatomy and tissue injury are cascading events of the unintended movement (interaction with chords due to unintended movement). The reported patient effect of tissue injury, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances.